Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking and intermittently responding; the reporter stated that the patient had to press the buttons hard and several times in order to get them to work. The reporter confirmed that there was known trauma to the pump and confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.